Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to d eformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the distal stent wraps, with struts raised. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Image analysis: analysis of the procedural images provided confirm the reported lesions in the rca. Use of the onyx trucor device is not captured in the procedural images provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when the device failed to cross the lesion. The device was not inspected prior to use. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The lesion intended to be treated was a moderately tortuous, mildly calcified lesion with cto (chronic total occlusion-100%) located in the mid right coronary artery (rca). Per physician, the patient anatomy did not cause or contribute to the difficulty to position the device. No patient complications were reported as a result of the event.